Event description:
Information received from the field does not address the patient's clinical status but notes a telemetry anomaly. The device cannot be programmed to other values and measured data can not be obtained.

Manufacturer narrative:
The device has not yet been received for analysis.